Manufacturer narrative:
The investigation into the purge disc/flag issues issue has been completed. The automated impella controller (aic) was returned for investigation. Visual inspection of the purge assembly area confirmed a broken blue retainer. The cause of the issue was broken/missing purge disk retainer. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient was on an automated impella controller (aic) for mechanical circulatory support. The complainant reported that the aic experienced purge disc/flag issues. No clinical details regarding resolution or patient involvement/condition were provided.